Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specifications due to low readings.

Event description:
It was reported by the customer that their sensors were calibrating incorrectly and the device alarmed bad sensor. Customer states that the sensors would inform them they were either high or low, when they were actually stable. Customer's blood glucose level was 142 mg/dl at time of reporting. Nothing further reported.